Manufacturer narrative:
Event date is approximate (year valid).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient thought they needed reprogramming because for the past month or so, on and off, they were losing their bowels with no warning. They confirmed this was what they had the device implanted to help with. They had already tried increasing stim to the upper limit on program 2, and had no success. They were on program 3 at 1.8 volts, but were not sure how they got there since they did not remember changing programs. They could not go any higher than 1.8 volts since it became uncomfortable. They did not get any direction from their doctor on if or when to change programs. It was reviewed how to change programs and the patient confirmed they had 1-7 as options. It was recommended they check with their doctor and monitor their symptoms on a different program if appropriate, and they planned to check with their doctor regarding changing programs.